Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the cause of the image not showing on the display was due to a faulty charged coupled device (ccd) unit. Furthermore, a shortage in the cable was noted which when the image did show, lead to intermittent horizontal white lines on the display. Additional information has been requested from the customer, should any be provided a supplemental report will be submitted.

Event description:
As reported, during preparation for use the hd autoclavable camera head would not display the image, screen remains black. There was no patient involvement in this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The IFU contains the following statements: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ the review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, it is presumed that application of unexpected stress to the ccd unit or the cable unit due to user handling caused the failure, resulting in no image. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information regarding the event was provided by the customer on 11dec2020. The date of event was provided by the customer on 14dec2020. The following fields were updated: b3, b5, g4, g7, h6, h10. The investigation is still ongoing. A supplemental report will be filed when additional information becomes available.

Event description:
Additional information was received regarding the event. It was reported the scope was plugged in at the start of the case and no image appeared. The connection was secure. It was confirmed that the camera head was compatible with the ancillary equipment being used. The device was visually inspected prior to use. No damage or abnormalities were observed. No foreign objects observed on the electrical contacts. There were no kinks, twists or buckles in the cable cord. The intended procedure was able to be completed with another hd camera head. It was further reported the manuals were followed for the product and all other equipment that was used, the reprocessing manual for the subject device was followed, and the device is stored in a sterile controlled environment.